Event description:
Per medwatch form: retroperitoneal fibrosis s/p (status post) fenestrated endograft repair two years previously. Retroperitoneal fibrosis involves the ureters causing renal failure and requiring ureteral stenting. Extensive thickening of aortoiliac vessels in area of aneurysmal disease.

Manufacturer narrative:
Annex g - g07002 was selected as the investigation concluded that there was no product involvement, however that term is not available. Annex c - c22 was selected as the investigation concluded that there was no product involvement, however that term is not available.

Manufacturer narrative:
Event was reported to distributor by FDA. No healthcare facility details supplied.

Event description:
Per medwatch form: retroperitoneal fibrosis s/p (status post) fenestrated endograft repair two years previously. Retroperitoneal fibrosis involves the ureters causing renal failure and requiring ureteral stenting. Extensive thickening of aortoiliac vessels in area of aneurysmal disease.